Manufacturer narrative:
Device was evaluated by philips remote service personnel with the customer.

Event description:
It was reported the therapy test failed. There was no patient involvement. The device was evaluated by philips remote service personnel with the customer. The reported problem was confirmed. The cause of the reported problem was due to a failure of the capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor for which the capacitor was requested and replaced. The device remains at the customer site and no further evaluation is warranted at this time.